Event description:
It was reported that during a cholecystectomy procedure, the clip fell out, as it was not fed into the jaw properly at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.